Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the medial port line had a "cut and leaking along the line". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Signs-of-use in the form of biological material were observed on the catheter. Visual analysis revealed that the proximal extension line contained a small cut near the juncture hub. Microscopic examination confirmed the cut. The cut was smooth, consistent with contact with sharps such as a needle or scalpel. The cut in the catheter measured 4 mm from the juncture hub. The total catheter length measured 169 mm, which is within specifications of 157-177 mm per the catheter graphic. The proximal extension line inner diameter measured 0.058", or 1.4732 mm, which is within the specification limits of 1.42-1.50 mm per the extension line extrusion graphic. The proximal extension line outer diameter measured 2.171 mm, which is within the specification limits of 2.13-2.21 mm per the extension line extrusion graphic. A lab inventory syringe was used to flush water through all three extension lines per IFU. When injecting the proximal lumen, water was observed exiting out of the cut in the extension line. No defects or anomalies were observed when injecting the distal and medial lumens. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The proximal extension line contained a small cut near the juncture hub. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the device received, the likely root cause of this issue is unintentional user error contact with sharps. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: the medial port line had a "cut and leaking along the line." No patient harm reported. The device was replaced. The patient's condition is reported as fine.